Manufacturer narrative:
Risk management has been contacted and stated that the device would be returned for evaluation. However, no evaluation will be necessary. Testing has shown that the material used in the plastic protective cap may weaken the precision bipolar upper jaw and cause it to break. A new protective cap has been implemented to eliminate this possibility. A field action has been initiated alerting all customers of the issue and providing instructions on the safe use and return of product.

Event description:
.